Manufacturer narrative:
The hook cev225 was received for evaluation: device history record (DHR) - no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the coating is melted at the head of the hook. The metal part is blackened. There are scratches on the rest of the hook coating. There are a lot of impacts on the black sheath. Root cause - the reported event is probably due to an electrical arc. The formation of an electrical. Arc is due to the use of the device with a damaged coating. The scratches on the coating show that the coating was damaged during the reprocessing of the device (use of the scouring pads for example). The IFU nt060 mentions: "do not use abrasive cleaning products such as hard brushes, etc." And "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports for 1st device from the same facility, different event date and linked to mfg report number 2523190-2021-00090. A facility reported that the coating on the hook cev225 melted during an unspecified procedure in the digestive department. It is unknown if there was patient injury or if the event led to increased surgery time.